Manufacturer narrative:
Corrected data. D10 - concomitant medical products and therapy dates. It was reported to abbott a patient experienced a loss of stimulation. It was found there was high impedance on all contacts the patient reported suffering a fall. The patient was still deciding it they wanted the lead replaced. No intervention was scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after a fall. System diagnostic recorded high impedances. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.